Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during the start of filling. The device was being filled with a solution of narop (ropivakain). This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received a photo of the sample for evaluation and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a rupture was confirmed via photographic evaluation. The root cause was determined to be a manufacturing defect. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. Correction: methods: was incorrectly submitted in the initial medwatch.